Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of malfunction/ae: 24 days after the procedure. It was reported that 24 days post an uneventful left internal carotid artery stenting procedure, a patient in atrial fibrillation experienced a stroke. Signs and symptoms initially included unstable balance and right-sided weakness. A seizure followed and the patient experienced some breathing difficulties. An MRI demonstrated multiple infarcts most consistent with embolic versus hypotensive subacute infarct. Treatment included keppra, physical, occupational and speech therapy. The condition is listed as continuing and improved. There was no additional information provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Embolic stroke and seizures are known possible adverse events associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.